Event description:
Information was received indicating that while in use of a smiths medical medfusion pump, a system failure alarm was noted on the screen. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).